Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated he could not find some of his blood glucose readings in the memory of the contour next. He normally runs two tests a day and on some of the days the memory shows only one reading. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.